Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
According to the respiratory care manager, the pt had pulled the inner cannula out. The ventilator alarmed and pt was attended properly.